Event description:
Person used omron finger blood pressure and pulse monitor on finger over two years ago. Immediately after using the machine, person experienced pain which went from finger to hand to arm to shoulder to face. The machine constricts an artery and this caused pain in other parts of body. Machine created a spasm in face like a knot and pain in fingers and hands which did not go away since. According to a doctor, the person saw after using the machine - the high level of pressure sensation of the machine triggered a pain syndrome. When company was contacted, company refused to acknowledge blood pressure machine had anything to do with pain it caused even though it happened immediately after using machine. Company claims no warning on machine is necessary. Person is still suffering from ill effects of the omron finger blood pressure and pulse monitor.